Manufacturer narrative:
Device remains implanted.

Event description:
It was reported the patient will have his artificial urinary sphincter 3.5 cm cuff removed and replaced with a 4.0 cm cuff due to urinary retention on a future date. It was added that this patient has undergone the use of a urethral catheter and a cystostomy. No further patient complications were reported in relation to this event.

Event description:
It was reported the patient had his artificial urinary sphincter 3.5 cm cuff removed and replaced with a 4.5 cm cuff due to urinary retention. It was stated that this patient has undergone the use of a urethral catheter and a cystoscopy to evaluate the condition of the urethra. It was added that the patient is now 100% continent. The complaint component was not returned for analysis. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported the patient will have his artificial urinary sphincter 3.5 cm cuff removed and replaced with a 4.0 cm cuff due to urinary retention on a future date. It was added that this patient has undergone the use of a urethral catheter and a cystostomy. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.